Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a review of the submitted log files captured the initial controller setup and an lvad software reset. The controller remained on battery power for almost a day and then the pump was connected. These events appear consistent with a controller exchange.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information reported the controller was exchanged on (B)(6) 2024 because the patient would hear alarms, but nothing would register on the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm was unable to be confirmed; however, the reported system controller exchange was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 6 days (15feb2024 at 07:01:52 through 21feb2024 at 10:10:59 per the timestamp). A software reset was captured on 15feb2024 at 16:01:26. This event appears to coincide with the events at the beginning of the controller periodic log file and appears consistent with a controller exchange. No other notable events were captured, and the pump appeared to function as intended. The reported event of an unknown alarm on the system controller was unable to be confirmed due to the system controller not being returned for analysis. Multiple good faith efforts were sent to retrieve additional information regarding the availability of log files from the exchanged system controller (serial number: (B)(6)); however, no response was received. The root cause for the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.